Event description:
After the implant procedure was completed, the patient developed a pneumothorax. Imaging suspected the sensor tip was in the pleural space. Physician placed a chest tube and patient remained hospitalized for observation. Imaging was conducted again and everything was confirmed normal. Patient was discharged 2 days later. This resolved the issue.